Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. The sphincterotome was advanced through the accessory channel of the endoscope. When the sphincterotome exited the distal end of the endoscope, the cutting wire orientation was reported to be 10:00 (appropriate orientation is approximately 1100 - 1:00). In an effort to correct the cutting wire orientation, the user attempted to rotate the handle of the sphincterotome. The handle could not be rotated and the user reported that the cutting wire "snapped". The sphincterotome was removed from the endoscope and another device was used to finish the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: the product was returned in a condition that made inspection of cutting wire orientation not possible. We were unable to confirm the report of incorrect cutting wire orientation. The cutting wire was confirmed to be intact; breakage or "snapping" of the cutting wire did not occur. However, a section of the catheter near the handle has broken and is being held together by the orange shrink tubing near the handle. This damage is due to several handle rotations, causing twisting and eventual breakage of the sphincterotome catheter. It is possible the reported "snapping" observation was made because of the catheter damage and not due to cutting wire damage (cutting wire confirmed to be intact). The condition of the broken catheter prohibits verification of cutting wire orientation. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. Conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: the appropriate personnel have been notified of this type of occurrence in an effort to heighten awareness. No further action taken at this time. Customer quality assurance will continue to monitor for complaint trends.